Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had gone into the ocean with the insulin pump. The insulin pump then got stuck buttons. There was fluid under the display. The customer's blood glucose level was unknown. The insulin pump was not cracked. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The device was received with blank display due to moisture damage on electronic assembly. Moisture damage motor assembly was noted. Unable to perform functional test due to blank display anomaly. Unable to verify button keypad due to blank display anomaly. The device had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, reservoir tube cracked and cracked lcd window.